Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing presyncopal symptoms. Noise was observed on the right ventricular lead. The noise could not be reproduced through testing. All other electrical values were normal. The lead was successfully capped and replaced. The patient would continue to be monitored.